Event description:
Customer reports to have physical damage of insulin pump. Customer reports that reservoir compartment was cracked. Customer does not know how damage occurred. Customer's blood glucose was 122 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, cracked lcd window, cracked case near lcd window corner, stained address/serial number label and stained end cap sticker.